Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: 300-01-09 - eq, hum stem primary, press fit 9mm: (B)(6). 320-01-38 - eq reverse 38mm glenosphere: (B)(6). 320-10-00 - eq reverse tray adapter plate tray +0: (B)(6). 320-15-02 - rs glenoid plate sup aug, 10 deg: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq rev torque defining screw kit: (B)(6). 320-20-18 - eq rev comp screw lck cap kit, 4.5 x 18mm: (B)(6). 320-20-26 - eq rev comp screw lck cap kit, 4.5 x 26mm: (B)(6). 320-20-34 - eq rev comp screw lck cap kit, 4.5 x 34mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient who had an initial reverse total shoulder arthroplasty, underwent a revision procedure due to infection. Everything was removed. There were no reported device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event.